Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-02257. It was reported the pt is not receiving effective stimulation therapy from her scs system. Reprogramming did not resolve the issue. Fluoroscopy of the pt's scs lead did not show any anomalies. Follow up identified the pt underwent surgical intervention on (B)(6) 2014. The pt's scs lead mode 3146 was replaced and the pt's second lead model 3286 was repositioned. Effective stimulation was reportedly obtained postoperative.